Event description:
Reporter alleged discrepant blood glucose values of 91 mg/dl back to back with a result of 308 mg/dl in the memory of the compact plus system when testing was recorded to have been performed 5 minutes apart. The location of the alleged testing was not provided. No actions were taken or treatment was areceived reportedly. A request was made for the return of the suspect device and replacement product was sent.